Event description:
It was reported the patient experienced reduced surgical wound healing. Surgical intervention may be pending to address the issue.

Event description:
Additional information was received stating the poor wound healing was incision at the battery site. The patient had been draining on and off since implanted. Surgical intervention took place where the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event estimated.